Event description:
It was reported that the home patient (hp) was hospitalized for an unknown reason. It was unknown if the patient had peritonitis. The hp was treated with unspecified antibiotics used with the final solution bag during peritoneal dialysis (pd) therapy (dose and frequency not reported). The nurse stated that the hp was still in the hospital at the time of the report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.